Event description:
International customer reported that a patient presented with an abscess and pus at the surgical site at an unknown time following device implant. The patient was returned to surgery for appropriate care.

Manufacturer narrative:
Conclusion : a review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria. No conclusion can be drawn at this time.